Manufacturer narrative:
The referenced user facility report (MDR report #: mw5170510) was received on may 29, 2025, and has been duly incorporated into the medical device reporting (MDR) section 10.

Event description:
It was reported that during a monarch bronchoscopy procedure the physician encountered navigation accuracy issues and elected to abort the case. There were no reported clinical consequences to the patient..